Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to scope connector failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been reported that the gastrointestinal videoscope screen had become noisy. This issue had occurred during service/maintenance. There had been no reports of patient involvement.